Event description:
It was reported that right ventricular (rv) lead was an attempted implant due to unknown issue. The lead was never in service. No adverse patient effects were reported. Additional information indicated that the helix was jammed up with tissue and not able to extend properly. The lead was discarded and will not be returned.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.